Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye and magnification did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed with no issues noted. There were no issues noted with the connection/disconnection during sample evaluation. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the titanium adapter, further specified as described as plastic portion of the connector came off. The patient was diagnosed with peritonitis manifested by cloudy effluent and abdominal pain. No damage to the transfer set was observed. The cause of the disconnection was not reported; however, the nurse could not confirm if the patient had properly tightened the connection before therapy started or if there was any leak. The transfer set was changed. There were no issues with the titanium adaptor which was not changed. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.